Event description:
The patient was treated in the study with a precise stent to the left carotid artery. The following day, the patient experienced left visual field loss and was diagnosed with a stroke. The onset was gradual and the patient partially recovered with minor residuals. The event was documented as related to the index procedure and not related to the cordis product.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.